Event description:
Venous catheter fractured at home. Pt 90 miles from here (he was previously an emt and had a kelly clamp he used it to stop bleeding. He was brought to source, admitted and the catheter was repaired by the surgeon. Arterial catheter also looked worn and was repaired.